Event description:
It was reported that a vessel occlusion occurred. The target lesion was located in the saphenous vein graft (svg) to the right coronary artery (rca). An omega stent was successfully deployed in the lesion; however, it was noted that the vein graft occluded shortly after stent placement. This was thought to be due to plaque in the wall of the graft that was disturbed by the stent. Drugs were administered and the patient recovered and is in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).